Event description:
Information received indicates two nurses were in the room with a pt and stated the head of bed came crashing down. The account did not allege or release information regarding any injury.

Manufacturer narrative:
The service technician inspected the bed and could not duplicate the alleged malfunction. He stated that the bed and all functions are working as designed.